Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was peeled off, and it was partially broken. The broken piece of the tissue pad was not returned for investigation. The timing of the breakage of the pad was confirmed to a reporting person. However, the answer was unknown. Therefore, the timing of the breakage of the pad could not be determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was assumed that the grasping section was closed without grasping anything while the ultrasonic output was activated, (this includes after tissue resection) causing the tissue pad to wear out and peel off partially. Also, a force was applied to the peeled tissue pad. This caused the tissue pad to detach from the grasping section. The above device handling has warned in the instruction manual as follows. Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Olympus medical systems corp. (Omsc) was informed by the nurse that during a digestive procedure using the subject device, the tissue pad of the subject device was separated when the subject device was active few times. The user changed from the 1st device to another device. However, the tissue pad of the 2nd device was also separated when the subject device was active few times. The intended procedure was completed with the 3rd device. There was no report of patient injury associated with the event. In the evaluation of omsc the following was confirmed, the tissue pad was peeled off and part of it was broken. The broken tissue pad piece was not returned. This is the report about the 1st device.